Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Your 2nd generation nano needles for pen do not all pens... I know it says universal fit on there but I am wondering if you tested other injection pens than insulin. It is a very bad fit for my victoza pen and my numbers have increased. It is too tight and doesn't screw on like the originals which fit like a gloves. Doesn't fit my basaglar pen either and now my insurance doesn't want to cover the old version. Thanks a lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(4), USA has been used as a default.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Your 2nd generation nano needles for pen do not all pens. I know it says universal fit on there but I am wondering if you tested other injection pens than insulin. It is a very bad fit for my victoza pen and my numbers have increased. It is too tight and doesn't screw on like the originals which fit like a gloves. Doesn't fit my basaglar pen either and now my insurance doesn't want to cover the old version. Thanks a lot.